Manufacturer narrative:
(B)(4). It was reported that when starting therapy over while reusing single use supplies, the caregiver cycled power to clear an alarm. The homechoice started over and the patient was still connected during the prime cycle. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a reuse of single-use supplies while using the homechoice device. The reuse of single-use supplies was further described as the hp cycled the power on the homechoice and started therapy over with the same supplies. The hp was connected at the time of the event. The technical service representative reviewed proper procedures with the care giver, assisted the care giver to end therapy, and advised the care giver to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Re-use of single use supplies is known to cause this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.